Event description:
It was reported that during the implant procedure the physician had difficulty placing the right atrial (ra) lead and the lead would not attach to the appendage of the right atrium. The physician believed there was a lead issue and requested a new lead after three attempts. It was noted that the patient had the right atrial appendage removed during a coronary artery bypass graft in the past. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.